Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle pierced the catheter. "Resistance when inserting catheter and breakage during puncture". Additional information received on 16 mar 2026: was there any damage to the patient's health? If so, please explain in detail. Yes, because patients had to be punctured more than once when there was a problem with the catheter. Could you confirm the date on which the event occurred? There were several episodes, I don't have a specific date.